Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of a low voltage lead the lead could not be passed across the bend of the delivery catheter. No patient complications have been reported as a result of this event.